Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the device was received by bench repair on 08/13/2021. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the capacitor would need to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor . The capacitor was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device was failing operational tests. There was no patient involvement.